Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: review of the black box data revealed records from (B)(6)-2018 thru (B)(6)-2018. Black box data showed evidence of a sudden drop in voltage resulting in a low-battery warning on (B)(6)-2018. The returned battery cap was intact, without damage and able to secure properly to the pump and maintain electrical connection for testing. The pump was intact and without damage or moisture. The pump powered on normally and was exercised for 12 hours without any overheating or power loss duplicated. Electrical current draws were measured and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. A battery was not returned with the pump for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6)2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.